Event description:
It was reported by the clinician that during mechanical thrombectomy, the embolectomy catheter was co-axial placed over a .035 wire through a 6fr. Sheath. The balloon apparatus was placed in the brachial artery to remove thrombus plug during a thrombectomy of a fistula. The catheter was safely removed by the physician; however, during the removal, the stopcock broke from the extension line. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.